Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
(B)(6) 2022, the clip does not close during usage on the patient.

Manufacturer narrative:
(B)(4), per DHR the product hemolok l clips 6/cart 84/box lot# 73g2100574 was manufactured on 07/19/2021 a total of (B)(4) pieces. Lot was released on 07/30/2021. DHR investigation did not show issues related to complaint. The customer returned one loose broken clip, two closed clips, and lidstock from one unit of 544240 hemolok l clips 6/cart 84/box for investigation. The clips were visually examined with and without magnification. Visual examination revealed that the broken clip had a damaged pierced boss and a gouge/scrape on the leg near the pierced boss. Small scrapes were observed on the closed clips, but no other defects or anomalies were observed. The clips appear used, as there is biological material present. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. Therefore, unintentional user error appears to have caused or contributed to this issue. The broken clip could not be properly loaded into the applier because of the damage to the pierced boss. As a result, the clip could not close onto over-stressed surgical tubing, confirming the reported defect.

Event description:
On (B)(6) 2022, the clip does not close during usage on the patient.